Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #: (B)(4) was opened for the device with correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on syringe unit has error code 351-6760 which error indicate the unit has be calibrate customer had ran the calibration on unit twice before call in so the unit is not take the calibration customer would like to send unit in for services repair unable to transfer customer to services repair desk they were not open at this time. Customer will call back after 6:am pst. To get assist in setup unit for warranty repair.